Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (ventricular tachycardia), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 14apr2021. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reporter: (B)(6) medical center was the customer site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 for ventricular tachycardia and implantable cardioverter-defibrillator (ICD) shock. Ablation was used as treatment.